Event description:
It was reported that the patient's left hip was revised due to instability. A ceramic head and poly liner were revised to a metal head, mdm poly insert, and mdm metal liner. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 32 +0 ceramic head; cat # unk_shc; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.